Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that cabinet was down. A technical support specialist (tss) found in logmein application (lmi) that the cabinet was last online on (B)(6) 2026 and verified in medbank myqlink (mql) that device last synced on (B)(6) 2026. Then the tss walked the customer through powering the cabinet back on using the physical power button, after which device came back online in lmi and resumed syncing in mql. Further the tss also confirmed in the populate buttons screen that there were no failed drawers, and the customer verified that a user was able to request a validation code and successfully issue the item. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, cabinet was down. The customer stated that they were unable to issue the medication tivan 0.5mg tab. There were no adverse events or injuries reported based on this event.